Manufacturer narrative:
(B)(4). Catalog #: zteg-2p-32-140-pf. Similar to device under 510(k) p070016. MFR date unknown as lot # is unknown. Summary of investigational findings: due to the limited amount of information available it is not possible to conclude an exact root cause for this event. It seems however most likely that patient's tortuous anatomy was the reason for advancement difficulties and nothing indicates a device failure. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the access route (left) was slightly tortuous and an artificial vessel was previously placed in the aorta. The physician attempted to advance the delivery system to the target site but failed due to tortuous aorta. He replaced with another one to complete the procedure. Patient outcome: the patient did not experience any adverse effects due to this occurrence.